Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to high impedance values. Subsequently a new rv lead was successfully implanted. No additional patient adverse effects were reported.